Event description:
It was reported that the oxygen (o2) solenoid assembly was replaced and the ventilator generated an error relevant to ventilator inoperative condition. The ventilator was not in use on a patient at the time the event occurred.